Event description:
A (B)(6) advia centaur xp hcv result was observed by the customer and was considered discordant when compared to the patient's test history and repeat test results. The customer had observed from previous test reports that the patient was (B)(6) and performed repeat duplicate testing on the discordant sample. The duplicate repeat results were (B)(6). There was no known report of adverse health consequences due to the (B)(6) advia centaur xp hcv result. Patient treatment was not prescribed or altered.

Manufacturer narrative:
The cause for the initial (B)(6) result when compared to the patient's previous test history unknown. There were no system errors observed in the event log and no other known patient (B)(6) results reported by the customer at the time of the incident. No conclusion can be drawn. The instrument is performing within specifications.